Event description:
As reported by the patient's attorney, an obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-03785) and an uphold vaginal support system (MFR report #3005099803-2013-04473) were implanted into the patient on (B)(4) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.